Event description:
A patient reported they were unable to test due to meter malfunction. Their meter allegedly would power off during use, and would only prompt "not ok" message. The result on their meter was unknown as the customer was unable to test. No comparison with any other device. Treatment was-not treated. No further information has been reported.